Event description:
It was reported that the patient presented remotely. Review of transmission noted that noted that the pacemaker exhibited competitive atrial pacing and post-paced t wave oversensing causing inappropriate mode switch. No interventions were performed. There were no patient consequences.